Event description:
"Ligasure retractable l-hook laparoscopic sealer/divider would not work during dr. [Redacted name] case. Device was troubleshooted, including getting another esu machine and plugging each end into its own separate machine (with the bovie pad plugged into the esu with the l-hook), however, error messages came up on both machines. When the ligasure plug was connected, the esu alarmed with a yellow alarm and would not work. When the l-hook plug was connected, a notice came up on the machine to connect the ligasure (however, when the ligasure was plugged into the same machine, the ligasure would alarm the same yellow alarm), and also would not work. I believe the ligasure on this device was faulty, however, if that was not the case, instructions for how to plug in this device properly should be disseminated. Protocol was followed and the device is currently in the metal cabinet in the dirty utility room awaiting review."